Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22769; related manufacturer reference number: 2017865-2020-22771. It was reported that the patient presented remotely via merlin.net. A transmission showed their right ventricular (rv) lead was over-sensing p-waves and under-sensing r-waves. A chest x-ray was performed which showed the patient's implantable cardioverter defibrillator (ICD) had migrated lower in their chest, and the rv and left ventricular (lv) leads had dislodged. The patient was asymptomatic. The physician explanted and replaced the leads. The patient was stable throughout.